Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(4) was reported by a physician via a company representative (call center) and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who received injections of poly-l-lactic acid (sculptra) on (B)(6) 2009 for rejuvenation without intercurrence. The patient contracted a lung infection and sinuses of the face infection during a trip. Then, the patient developed facial nodules localized in middle third of the lower face and some nodules near to labial commissure described as palpable nodules but not visible, with size between 0.3 and 1 cm. As corrective treatment, the patient used betamethasone dipropionate+gentamycin sulfate (diprogenta) ointment. According to the physician, the adverse event is stable, without improvement or worsening of initial state. The physician believed that there may have been formation of granulomas in the product's bottle or possibly migration of bacteria to the implant area. No further information is available. Outcome: ongoing. Reporter's causality assessment: not specified. Addendum for follow-up information received on 09-sep-09: it was clarified that the first date of poly-l-lactic acid administration was (B)(6) 2008 and that the last dose was administered on (B)(6) 2008. The event began sometime after the first dose was administered (exact date nos). (B)(4).

Manufacturer narrative:
Initial report: this non-serious spontaneous case from (B)(4) was reported by a physician via a company representative (call center) and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who received injections of poly-l-lactic acid (sculptra) on (B)(6) 2009 for rejuvenation without intercurrence. The patient contracted a lung infection and sinuses of the face infection during a trip. Then, the patient developed facial nodules localized in middle third of the lower face and some nodules near to labial commissure described as palpable nodules but not visible, with size 0.3 and 1 cm. As corrective treatment, the patient used betamethasone dipropionate+gentamycin sulfate (diprogenta) ointment. According to the physician, the adverse event is stable, without improvement or worsening of initial state. The physician believed that there may have been formation of granulomas in the product's bottle or possibly migration of bacteria to the implant area. No further information is available. Outcome: ongoing. Reporter's causality assessment: not specified. Addendum for follow-up information received on 09-sep-09: it was clarified that the first date of poly-l-lactic acid administration was (B)(6) 2008 and that the last dose was administered on (B)(6) 2008. The event began sometime after the first dose was administered (exact date nos). (B)(4).